Event description:
Offset reamer handle had a few screws pop loose. Case type / application: tha 4.0.

Manufacturer narrative:
Reported event. An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results. -product evaluation and results: visual inspection confirmed the reported event. Missing screw confirmed on handle near shaft. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Offset reamer handle had a few screws pop loose. Case type / application: tha 4.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.